Event description:
Patient felt bumps in her neck after she took a fall on her face. Patient was seen in clinic. High lead impedance was reported. The bumps were noted to be the wire protruding. No known surgery has occurred to date. No additional relevant information has been received.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
H4. Device manufacture date; corrected data; follow up #01 MDR inadvertently omitted known information prior to submission.

Event description:
Additional information was received noting that the patient has battery replacement which resolved the high impedance. The battery replacement was noted to be replaced for prophylactic reasons and due to the high impedance. More information was received noting that the surgeon noticed the pin was loose during surgery and after reinsertion of the pin the high impedance was resolved. Generator was noted to still be replaced as the battery level was getting low. More information was received noting that the explanted generator's disposition was not listed in the operative notes and that it was not with the explanting facility's pathology department. The generator will be considered discarded. No other relevant information has been received to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: supplemental #01 report inadvertently reported that the suspect device was discarded. H6 adverse event problem, corrected data: supplemental #01 report inadvertently coded 'b18' for type of investigation.

Event description:
Additional information received noting that the device is now functioning within normal limits after undergoing surgery and the lead protrusion is no longer seen. It was also noted that the explanted generator was not discarded and has been shipped back but it has not been received by product analysis to date.